Manufacturer narrative:
DHR review: the complaint does not present a reportable event in any regions, there are no evidence of manufacturing/service process issue, and investigation conclusion code was not selected as appropriate term/code not available. Therefore, DHR review was not performed. The product was not returned for evaluation; therefore, the functional check and initial condition analysis could not be performed. The investigation concluded that unknown factors most likely contributed to the complaint/event. Based on review of all the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber failed. In order to try to resolve this issue, the fiber was cleaned, and a cooling line was used with a pressure bag. Also, the physician had to clean debris from the tip at multiple times during the procedure. The fiber still failed, and end fired. The fiber tip was intact and 425,000 joules was reached before the fiber failed. There was no physical break in the tip. Ultimately, the fiber was replaced, and the procedure was completed with the new fiber. There were no patient complications related to this event.